Manufacturer narrative:
(B)(4). It was reported the patient experienced posterior vaginal wall mesh exposure and sharp groin pain, the area was injected with lidocaine and area was oversewn on (B)(6) 2011. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with anterior posterior colporrhaphy and cystoscopy due to uterine prolapse, stress urinary incontinence, chronic urinary tract infections, and chronic back pain. The patient experienced multiple complications, including erosion, pain, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported on (B)(6) 2012 the patient experienced severe pain in vagina, pain in abdomen and sharp shooting pain with urination. She stated the mesh is cutting her and is not able to have intercourse. She restarted on premarin vaginal cream and on (B)(6) 2012 was seen by doctor for suture exposure. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced uti and incontinence.